Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope distal end was damaged due to burning. It is unknown when the reported issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation.¿¿ new information added on fields: b3, b5, e1, e2, e3, g2 and h6.a review of the device history record and historical complaints analysis found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. During device evaluation it was found the image is not displayed. Based on the investigation results, a definitive root cause could not be determined. However, it is probable that the distal end burned because the user utilized high-energy endo-therapy accessories like lasers or high-frequency devices without maintaining a sufficient distance from the distal end. Additionally, the absence of an image display may have been caused by damage to the image sensor unit during device handling, possibly due to irregular stress on the distal end.the event can be detected by following the instructions for use:IFU: bf-190 series operation manual chapter 3 preparation and inspectionimportant information ¿ please read before usewarnings and cautions: cautionturn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.warnings and cautions: disappeared or frozen endoscopic image: warningfollow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination.3.8 inspection of the endoscopic systeminspection of the endoscopic imageconfirm that the wli and nbi endoscopic images are normal.5.1 troubleshootingif any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿.if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿.also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.additionally, the following chapter includes caution on use of high energy endo therapy accessories.IFU: bf-190 series operation manual chapter 4 operation 4.3 using endotherapy accessoriesolympus will continue to monitor field performance for this device.

Event description:
The procedure was completed.